Manufacturer narrative:
Additional information: the surgeon indicated that there was no complication related to the da vinci surgical system. The surgeon reported the source of the bleeding to be from the prostate and was caused by foley catheter insertion. The surgeon confirmed the complication was not related to the nephrectomy procedure. The hospital's robotics coordinator confirmed that the procedure was a da vinci-assisted right radical nephrectomy which was completed on (B)(6) 2026. Per the robotics coordinator, there were no issues with the da vinci system or products. The procedure was a success, with an estimated blood loss of 50ml and excellent hemostasis was noted with a pneumoperitoneum of 5mmhg for >5minutes. The robotics coordinator indicated that the patient's return to the hospital was due to bleeding. However, robotics coordinator explained that the complication was not related to the robotic surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There is no allegation against a da vinci product associated with this procedure, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, the patient returned to the hospital about 10 days later with significant bleeding. As a result of this, the patient was required to have a blood transfusion. The source and cause of the bleeding are unknown. No surgical interventions were required, and the patient was discharged home. The surgery was completed as planned and the patient was discharged the next day. It was reported there were no complications. Multiple attempts to obtain additional information have been made; however, no further details have been received.